Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to premature battery depletion. This advisory device was implanted for almost 10 years. The replacement procedure was successfully performed, and another device was implanted instead. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this advisory device was explanted due to this physician discretion. There were no allegations against the device and no evidence of a device malfunction. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1: b5: describe event or problem was updated due to additional information received that this device did not exhibit any malfunction.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to premature battery depletion. This advisory device was implanted for almost 10 years. The replacement procedure was successfully performed and another device was implanted instead. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1: b5: describe event or problem was updated due to additional information received that this device did not exhibit any malfunction. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to premature battery depletion. This advisory device was implanted for almost 10 years. The replacement procedure was successfully performed and another device was implanted instead. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that this advisory device was explanted due to this physician discretion. There were no allegations against the device and no evidence of a device malfunction. No additional adverse patient effects were reported outside the revision procedure. The device has been returned and analyzed.